Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No frozen display was noted. No ramping numbers were noted. No button error alarms noted. The pump had intermittent up arrow button response due to corroded keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 487 mg/dl, which was treated with a syringe and insulin. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.